Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the patient underwent surgical intervention on (B)(6) 2015 in order to intra-operatively test the lead as well as explant and replace the ipg (reference MFR report: 1627487-2015-15148). The patient did not desire to have her lead replaced. Intra-operative diagnostic testing of the lead indicated impedances within normal ranges. The patient only experienced stimulation in her ribs. X-rays were taken and no anomalies were identified. The physician is to consult with the patient as the next course of action.

Event description:
Follow-up information indicated the patient desires to undergo surgical intervention to address the issue.

Event description:
It was reported that the patient experienced ineffective rib stimulation. X-rays did not reveal any anomalies. Reprogramming was unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention took place on (B)(6) 2015 and the patient's lead was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.